Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 325cc and experienced bilateral capsular contracture with baker grade IV on breast implants. During surgery, the right breast implant was found to be ruptured. As a result, the patient underwent removal of the implants on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-07542 for contralateral prosthesis.